Manufacturer narrative:
Investigation summary: no samples or photos displaying the condition reported are available for examination. We were unable to fully investigate this incident. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: no root cause can be determined as no samples were received.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. The customer's name and address is unknown. (B)(6) has been used as a default. A sample is not available for evaluation. However, a no sample investigation will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ slip tip syringe with attached needle (intradermal bevel, sterile, single use) leaked during use. There was no report of exposure, injury or medical interventions.